Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure from the inferior mesenteric artery (ima) to treat a type ii endoleak using penumbra smart coils (smart coil). During the procedure, while advancing the smart coil, the physician experienced resistance after advancing the coil approximately 10 to 15 centimeters into the non-penumbra microcatheter. Consequently, the smart coil became stuck inside of the introducer sheath and, therefore, it was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.